Event description:
In 2002 the end-user called medtronic minimed and stated that it had received no delivery alarm, elevated bg, pain/poking sensation from site, and bent cannula from last insertion. Customer just began using pump with insulin, this being only the 2nd and 3rd set change for customer. On 12/05/2002 maersk medical a/s received the complaint and 2 used base parts.